Manufacturer narrative:
(B)(4). Insulin pump received with a partially broken off piece at the reservoir tube lip, and a missing retainer ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to the missing retainer. Insulin pump also received with a crack on the battery tube which starts at the corner of the belt clip rails. Finally the right belt clip rail broke off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was unknown. The device was not making any sound when alarming for suspend before low. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.